Manufacturer narrative:
The customer contacted the customer care solutions center for remote troubleshooting support at which time field service engineer (fse) was paged for further onsite evaluation of the product. The fse went onsite and verified that audible and visual alarms were operational at the bedside and surveillance and overview stations. The alarm volume was described to have been set at 2 and the customer has since requested a change to 7. The fse was contacted for additional information. The fse indicated that philips clinical specialist (cs) went onsite to meet with the customer in the ICU including risk management. At that time, the hospital attorney was present but was asked to leave as there was no philips attorney present. The hospital ICU manager, ICU director, chief nursing officer and chief operating officer were stated to be present. The cs discussed and demonstrated the customer's current alarm behavior for the mx700 monitors and provided them with the chapter on alarms from the IFU and the st/ar arrhythmia application note. The customer elected to make changes to their monitor configurations based on the discussions held and the cs then reconfigured one monitor with their newly discussed and agreed upon options. The fse then recloned these settings to other monitors. The cs indicated that the group consensus was that this was a user issue and the customer recognized that they have many new staff members who lack knowledge of the monitoring system. The customer requested a quote for additional training days in order to meet their needs for further staff training. After discussion with philips clinical specialist, the customer acknowledged that the issue is most consistent with a use related issue. The product remains at the customer site. A patient death occurred however no malfunction of any philips product occurred. Post incident testing of all involved products found the product performing to specification. The customer has consulted with a philips clinical specialist and has requested changes to configuration settings that have since been made at their request for their own clinical workflow. The customer has also requested an increase the volume settings.

Event description:
The customer reported that a patient coded on (B)(6) 2016 at 07:14 and subsequently expired. The customer stated that no audible alarm was heard at the ix overview station although visual alarm indicators were present. A patient coded and later expired. No details regarding the patient age, gender or diagnosis were provided at the time of the original call and no further details about these questions have since been provided.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient coded on (B)(6) 2016 at 07:14 and subsequently expired. The customer stated that no audible alarm was heard at the ix overview station. No details regarding the patient age, gender or diagnosis were provided at the time of the original call.